Manufacturer narrative:
(B)(4). The patient experienced adverse events on different days. The following reports are being submitted: (B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2017, a loss of connection between the transmitter and smart device occurred. No additional patient or event information is available. No product or data was provided for evaluation. Confirmation of the reported loss of connection event could not be determined. A probable cause could not be determined.